Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a routine one year follow up computed tomography angiography (cta) on (B)(6) 2026, imaging showed a device related thrombus. On (B)(6) 2026, additional imaging was performed. No further information was provided at the time of this report. It was further reported that the patient was discharged on (B)(6) 2025 on aspirin. The non-mobile thrombus was adherent to the closure device measuring 19x12mm, the thrombus morphology was laminar.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a routine one year follow up computed tomography angiography (cta) on 29-jan-2026, imaging showed a device related thrombus. On (B)(6) 2026, additional imaging was performed. No further information was provided at the time of this report.

Event description:
Reported via clinical study it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a routine one year follow up computed tomography angiography (cta) on (B)(6) 2026, imaging showed a device related thrombus. On (B)(6) 2026, additional imaging was performed. No further information was provided at the time of this report. It was further reported that the patient was discharged on (B)(6) 2025 on aspirin. The non-mobile thrombus was adherent to the closure device measuring 19x12mm, the thrombus morphology was laminar.

Manufacturer narrative:
B5. Describe event or problem: updated with additional information received, b6. Relevant tests/laboratory data: updated with additional information received, b7. Other relevant history: updated with additional information received.